Manufacturer narrative:
(B)(4). Date sent: 3-3-2017. Batch n93g1l. The device was returned with the distal tip of the blade broken off and the broken tip was returned with the device. Metal contact was observed on the blade. The device was connected to the gen11/pi key to test functionality. The device did not pass functional testing. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿blade error detected¿ or ¿relax pressure on blade¿ or ¿remove instrument from patient¿ followed by a ¿replace instrument¿ screen displayed on the generator. The batch history records were reviewed and the manufacturing criteria were met prior to the release of the batch.

Event description:
It was reported during a esophagectomy the message to remove the device from the patient and clean the device displayed. After that was done the message to replace the instrument displayed. The device was swapped out with an alternate like device and the procedure was completed with no patient consequences reported.